Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer encountered an error that reoccurred even after restarting the system. Due to the error(s), the surgeon elected to convert the procedure to laparotomy. The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse could not replicate the reported issue. However, a review of the logs revealed numerous logs originating from the auxiliary video processor (avp) board on the vision side cart (vsc). Therefore, the fse replaced the core (computing computer system) including the avp board. The fse then tested the system and verified that it was ready for use. Isi has received the core to perform failure analysis; results are pending investigation.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the core (computing computer system) involved with this complaint to perform failure analysis. The core was analyzed and found to have no functional issues. The core was installed on an in-house system and there were no errors. The system was power cycled 30 times and left to idle for hours and the issue did not return.

Event description:
Refer to h11 for follow-up information.